Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this pacemaker and right ventricular (rv) lead, presented to the hospital and was later admitted due to possible syncope; the patient was unsure if he passed out or fell. No pacing inhibition or asystole was reported and telemetry strips looked fine. Review of chest x-rays showed a subtle discoloration on the rv lead. It was discussed that lead fracture was unlikely, since lead impedances were stable and no noise was observed. The field representative was unable to assess capture and thresholds without autocapture programmed on. It was noted that the patient had no other episodes other than atrial fibrillation (af) with some undersensing. This pacemaker system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient, implanted with this pacemaker and right ventricular (rv) lead, presented to the hospital and was later admitted due to possible syncope; the patient was unsure if he passed out or fell. No pacing inhibition or asystole was reported and telemetry strips looked fine. Review of chest x-rays showed a subtle discoloration on the rv lead. It was discussed that lead fracture was unlikely, since lead impedances were stable and no noise was observed. The field representative was unable to assess capture and thresholds without autocapture programmed on. It was noted that the patient had no other episodes other than atrial fibrillation (af) with some undersensing. This pacemaker system remains in service. No additional adverse patient effects were reported. Additional information received reported that the initial reporter was unfamiliar with pacemaker device knowledge. The field representative explained that the patient was in chronic atrial fibrillation (af) with appropriate device function, and the observed syncope was not device related. This pacemaker system remains in service. No additional adverse patient effects were reported.